Event description:
Healthcare professional reported an adverse event regarding a patient that was injected with 0.2 cc of juvéderm volbella® xc in the upper left lip to correct a scar deformity. The injection divided up 0.3 cc to inject in the patient¿s nasolabial folds. Around four months later the patient presents a delayed onset inflammatory nodules. There were multiple visible small bumps along the line of injection in the nlf and lip area. The bumps appear to be red and inflamed. Status is ongoing.

Manufacturer narrative:
Clarification to type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.